Manufacturer narrative:
(B)(4). The device has been received but an evaluation has not yet been performed; therefore, a failure analysis is not available. If there is any further relevant information received, a supplemental medwatch report will be filed.

Event description:
It was reported to boston scientific corporation on january 24, 2020 that a flexiva 200 tractip laser fiber was opened for use for a ureteroscopy with laser lithotripsy in the kidney performed on (B)(6) 2020. Reportedly, the laser unit was a lumenis 100w console. According to the complainant, during the procedure, the tip broke off while lasering. No fragments were reported to have fallen inside the patient. The procedure was completed with another flexiva 200 tractip laser fiber. There were no serious injury nor adverse patient effects as a result of this event. There were no patient complications reported.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that a flexiva 200 tractip laser fiber was opened for use for a ureteroscopy with laser lithotripsy in the kidney performed on (B)(6) 2020. Reportedly, the laser unit was a lumenis 100w console. According to the complainant, during the procedure, the tip broke off while lasering. No fragments were reported to have fallen inside the patient. The procedure was completed with another flexiva 200 tractip laser fiber. There were no serious injury nor adverse patient effects as a result of this event. There were no patient complications reported.

Manufacturer narrative:
Block h6: device code 2907 has been selected to represent the reportable event of tip detached. Block h10: the returned flexiva laser fiber was analyzed, and a visual evaluation noted that the fiber was in one piece.the fiber measures approximately 310.8 cm from the top of the connector to the tip. A kink was observed along the fiber body and was measured approximately 309.2 cm from the top of the connector. The exposed glass portion of the tip measures approximately 2.5 mm and was fractured. Examination under magnification reveals that the fiber tip is fractured with a portion detached. The remainder of the distal tip was not returned. No other issues with the device were noted. The reported event was confirmed. The condition of the returned device confirms that the fiber tip detached and kinked along the body, likely as a result of handling of the device as it was unpacked or during setup of the procedure, and the device had no influence on the event. The conclusion code selected for the tip detachment and kink is adverse event related to procedure, which indicates that the adverse event occurred during the procedure and the device had no influence on event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.